Event description:
Caller in ins replacement procedure and they are replacing old ins with new ins. Surgeon having difficulty fully inserting leads into both header blocks. They can insert the lead tails most of the way into the header blocks but not fully. Reviewed backing out setscrew, trying to insert lead tails with ins in different positions and to feed the lead into the header block with fingers close to the opening. Initially the issue was unresolved but then with further attempts, the surgeon was able to insert lead tails fully into header block. Impedance results were all normal range when tested after tails were fully seated. [See related information in (B)(4) - ins replacement/ od].

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.